Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was prepared as normal. During the catheter insertion, air continued to be drawn in. The sheath was replaced, and the procedure was completed using another faradrive sheath. No patient complications occurred. The product is not expected to return as discarded.